Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the right ventricle was unstable. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds. The patient declined a lead extraction so a new lead was planned to be implanted. However, it was noted that the patient's vein was occluded. The lead remains in use until the physician decides what actions to take. No patient complications have been reported as a result of this event.